Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (motor issue) issue. It was alleged that " lop alarm and the pump is rewinding itself". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Follow-up # 1 date of submission 11/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: a review of the black box data showed no evidence of a motor issue. During the investigation, the pump successfully completed the rewind, load and prime steps. The pump was exercised for 24 hours after which no motor issues were observed. It was observed that the keypad was working properly. The investigation was unable to duplicate the initial complaint about a ¿motor issue¿. (B)(4).